Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a decrease in the intrinsic morphology and noise. The electrograms had railing noise. The smartpass feature had programmed itself off due to low intrinsic amplitudes. Technical services discussed some programming options. The doctor is considering replacing the system. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the electrode has been explanted and replaced. A new electrode was placed onto this chronic pulse generator. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a decrease in the intrinsic morphology and noise. The electrograms had railing noise. The smartpass feature had programmed itself off due to low intrinsic amplitudes. Technical services discussed some programming options. The doctor is considering replacing the system. There were no additional adverse patient effects. The system remains implanted.